Manufacturer narrative:
The insulin pump had button error alarmed due to corroded on keypad trace. The insulin pump was received with scratched on display window, broken belt clip slot cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 355 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.